Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 130 mg/dl. The customer stated that the pump was not working. She noticed three days ago that she could not see the anything on the screen and had to put the pump under the light to see the dim screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.